Manufacturer narrative:
A replacement pump was sent to the customer. The original device was received on 2/28/2017. The device evaluation found that the transformer housing was found to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
On (B)(6) 2017 the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump.